Manufacturer narrative:
The device will not be returned for evaluation for this issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels ranging between 58-490 mg/dl. The customer would consume snacks and bolus via the pump to stabilize bg levels. The contact stated that the suspected cause for fluctuating bg levels was due to basal settings needing to be adjusted. It was indicated that the customer will discuss with the health care provider factors that may affect bg level.